Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7075558.

Event description:
It was reported that during an implant procedure, the patient was experiencing right toe or foot pain. The physician believed that the patients right toe or foot pain was related to needle placement and threading of lead with possible nerve irritation. No device malfunction was suspected. The implant procedure was aborted and the leads will be returned.

Manufacturer narrative:
Sc-2218-50 (sn (B)(6)). The returned leads was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during an implant procedure, the patient was experiencing right toe or foot pain. The physician believed that the patients right toe or foot pain was related to needle placement and threading of lead with possible nerve irritation. No device malfunction was suspected. The implant procedure was aborted and the leads will be returned.